Event description:
It was reported the patient received the following results within 15 minutes: 513 mg/dl and 101 mg/dl. The patient informed about a further discrepant reading on (B)(6) 2022 with the same results. The same test strip lot was used for all reported comparisons.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.